Event description:
It was reported that during preparation for a coronary drug eluting stenting procedure, the shaft of the delivery device broke in two. After removing the taxus express2 drug eluting stent from the package to insert the stent/delivery device into the guide catheter, the shaft of the stent/delivery device broke into 2 pieces. No pt injuries or complications were reported.